Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and charging pad. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary charging pad and usb cable.